Event description:
The user alleged that while using the system, there was an inaccuracy issue. The user reported that he had to remove some points in order to proceed to navigation. The system then showed him to be 1cm off when he had visually verified with the bronchoscope to be touching the main corina directly. The case was not completed. There was no harm or injury to the pt. Note: the system had not been used for 9 months and the physician has not been routinely performing cases.